Manufacturer narrative:
(B)(4). Batch # p9352y. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a cystectomy procedure the knife blade stopped advancing while firing the device and the jaws would not open. The surgeon pulled the device off of the tissue without opening the device or causing any additional damage. Procedure was completed with another device of the same product code. There were no patient consequences reported.